Event description:
Reporting status: serious injury/required intervention. Reporting rationale: perforation requiring intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the physician stented a bridged artery within the lad with a xience v stent. Post stent placement, the physician noted that the myocardial bridging had become worse distal to the stent. The physician then implanted a second xience v stent as treatment. Upon angiogram, it was noted that there was contrast outside of the artery indicative of a perforation. The physician inflated another company's balloon twice for an unknown amount of time which successfully sealed the perforation. The patient remained in the hospital an extra two days for observation and was then discharged. There is not additional information available.

Manufacturer narrative:
Perforation, as noted in the xience v IFU, is a known adverse event associated with coronary stenting. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Additionally, perforation and hospitalization are listed in the risk assessment matrix, as no-fault post-procedure complications. Sine there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The other xience v is indicated (incident description) is being reported under another manufacturer report number.